Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? No further information is available. What are the name and date of index surgical procedure? No further information is available. What were the diagnosis and indication for the index surgical procedure? No further information is available. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No further information is available. Was there any intraoperative concurrent use of other products? No further information is available. What is the lot number? No further information is available. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? To address active bleeding. Where was the surgicel used (on what tissue)? No further information is available. How much surgicel was used during the procedure? No further information is available. What were current symptoms following the index surgical procedure? Onset date? Ascites storage. No further information is available. Were cultures performed? If yes, results? No further information is available. What is physician¿s opinion as to the etiology of or contributing factors to this event? No further information is available. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative experience? No further information is available. What is the patient¿s current status? No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. During the surgery bleeding did not stop, and absorbable hemostat was placed. The patient was discharged a few days ago. Three weeks after the surgery, it was observed that absorbable hemostat remained via CT scan, and ascites had accumulated. Drainage was performed, but there was a substance like fragment of the absorbable hemostat left, and although it did not become infection, there was some drainage left. The surgeon commented that it may be a possible source of infection in the future. Additional information was requested